Event description:
During a vats procedure, the covidien stapler device we were using for our wedge resection jammed up after firing the 60mm black load across the tissue and we were unable to release the jaw mechanism to open the device and remove from the patient. A new stapler handle was opened and multiple staple loads used to wedge the tissue out around the stuck device. This allowed the specimen and faulty device to be removed from patient. The device jaws were then pried open on the back table with instruments in order to remove the tissue specimen. The device was then sequestered on table until the end of the case. The circulator collected the device and original packaging for outcomes management review. FDA safety report ID# (B)(4).